Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that on the same day as replacement of the right ventricular (rv) lead, following the lead replacement, the implanted pacemaker was connected to the new rv lead and atrial lead and noise was noted on the rv channel. The physician elected to also replace the pacemaker and the new device did not exhibit any rv noise. The device was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that on the same day as replacement of the right ventricular (rv) lead, following the lead replacement, the implanted pacemaker was connected to the new rv lead and atrial lead and noise was noted on the rv channel. The physician elected to also replace the pacemaker and the new device did not exhibit any rv noise. The device was returned for analysis. No additional adverse patient effects were reported.